Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the myometrium is firm, tan, trabeculated and measures up to 2 cm. There are essure coils present") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, pelvic pain, uterine fibroid, obesity, dysmenorrhea, heavy periods, stress urinary incontinence and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (da vinci robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51 kg/sqm. [Pathology test] on (B)(6) 2016: diagnosis: uterus, cervix, and bilateral fallopian tubes and ovaries: benign cervix with a few nabothian cysts. Benign disordered proliferative phase endometrium. Benign fallopian tubes. Benign ovaries with cystic follicle and corporus luteum cyst, up to 1 cm. Negative for malignancy. Incompletely visualized myometrium. Specimen source: cervix, uterus, bilateral tubes and ovaries. Clinical information: pelvic pain. Gross description: the myometrium is firm, tan, trabeculated and measures up to 2 cm. There are essure coils present. No lesions are identified. The fallopian tubes are average 9 cm in length and 0.4 cm in diameter. The right is 3.6 x 1.8 x 1.8 cm. The left is 3.0 x 2.0 x 1.5 cm. Present. The essure coils were saved [ultrasound pelvis] (date unknown): d she had a fibroid in the cavity of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the myometrium is firm, tan, trabeculated and measures up to 2 cm. There are essure coils present") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, pelvic pain, uterine fibroid, obesity, dysmenorrhea, heavy periods, stress urinary incontinence and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. Essure was removed on 11-aug-2016. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (da vinci robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51 kg/sqm. [Pathology test] on 11-aug-2016: diagnosis: uterus, cervix, and bilateral fallopian tubes and ovaries: ¿ benign cervix with a few nabothian cysts. ¿ benign disordered proliferative phase endometrium. ¿ benign fallopian tubes. ¿ benign ovaries with cystic follicle and corporus luteum cyst, up to 1 cm. ¿ negative for malignancy. ¿ incompletely visualized myometrium. Specimen source: cervix, uterus, bilateral tubes and ovaries. Clinical information: pelvic pain. Gross description: the myometrium is firm, tan, trabeculated and measures up to 2 cm. There are essure coils present. No lesions are identified. The fallopian tubes are average 9 cm in length and 0.4 cm in diameter. The right is 3.6 x 1.8 x 1.8 cm. The left is 3.0 x 2.0 x 1.5 cm. Present. The essure coils were saved [ultrasound pelvis] (date unknown): d she had a fibroid in the cavity of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.